Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. . Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Patient stated the catheter was scratchy and uncomfortable.